Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc freestyle libre 2 sensor fell off after 10 days of wear. As a result, the customer experienced unspecified symptoms of hypoglycemia, sweating, and required third-party treatment however, the customer ended the call and no further information was provided. There was no report of death or permanent injury associated with this event.